Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The brown (lead 1-) wire on the ECG c and d cable was broken inside the distribution node (dn). The root cause for the broken wire could not be positively identified. No adverse event resulted from the broken wire.